Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that they received a recoverable fault on universal surgical manipulator 2 (usm2). The logs confirmed the error 319 pointing to usm 2. The customer restarted with no change prior to calling in. The tse had the customer do hard restart with no change. The tse advised they can disable the usm and continue with 3 usms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the case was completed with 3 arms due to a disabled arm. The procedure was a prostatectomy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm involved with the alleged issue and the failure analysis investigation has not yet been completed. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via log review. The issue was reproduced when the unit was tested on in-house system where it failed normal mode for recoverable fault error 319. The unit was also tested on a test platform where it failed fiber test. A golden rolling loop fiber was installed and the unit passed on retest.

Event description:
Refer to h10/h11 for follow-up information.